Manufacturer narrative:
12/18/1997: g1-manufacturing site information corrected and provided.

Event description:
Pt with severe diabetes developed infection at site of pump implantation. Pump was explanted, and pt required prolonged hospital stay of 3 wks due to diabetic complications following the infection.